Event description:
It was reported that during the deployment of the embolization coil, the coil prematurely detached within the parent vessel. A loop of the coil became positioned proximal to the desired location. No attempt was made to retrieve the coil. There was no clinical sequelae.

Manufacturer narrative:
Sample analysis: the delivery pusher was returned for evaluation, however, the embolization coil was not. A visual analysis using magnification was performed of the pusher. The attachment tether that holds the implant intact with the delivery pusher was broken. Root cause analysis: the root cause of this complaint could not be determined as the entire device was not returned for analysis.